Event description:
Manufacturing rep brought in the device by the request of the surgeon. Just prior to use it was discovered that the cup portion of the device was expired. No other cups were available. Packaging was intact.what was the original intended procedure?laparoscopic hysterectomy.device #1is this a laboratory device or laboratory test?no.